Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip noted.

Event description:
Customer reported that she is 24 weeks pregnant and for the last 2 months her blood glucose has been high. Customer has not received any specific alarms and her prenatal nurse had just adjusted her settings. Customer reported that she was hospitalized. Blood glucose at the time of the arrival at the hospital was 262 mg/dl. Customer was not admitted after several hours of waiting and decided to leave. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No delivery alarm found in the history. The cannula on the infusion set was not bent or occluded. Current blood glucose was 326 mg/dl. Nothing further reported.